Manufacturer narrative:
An evaluation of the device cannot be performed as the device was sent to (B)(4) and not returned to the manufacturer. Add'l info (including x-rays and medical records) was requested. If device or add'l info becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the pt fell in (B)(6) 2010, heard a 'pop' in his knee. The knee became unstable. The pt came for a revision tk and it was noted that the posterior medial side of the insert had fractured off. A 16mm triathlon cs insert was trialed and good stability of the knee was noted."